Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported event. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate four similar reports for this system. The root cause could not be determined. (B)(4).

Event description:
A customer reported that during surgery, the surgeon felt as if the anterior chamber was deepening during irrigation/aspiration and there were "blasts of irrigation" that can't be duplicated. Additional information has been requested.